Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements on this right ventricular (rv) channel. The device had reached elective replacement indicator (eri) couple of months ago. Upon review, there was a gradual increase in impedance measurements over the past year from around 120 ohms to 140 ohms. Technical services (ts) recommended doing a max energy shock or to consider lead revision. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this rv lead was explanted due to increased shock impedances of greater than 150 ohms. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements on this right ventricular (rv) channel. The device had reached elective replacement indicator (eri) couple of months ago. Upon review, there was a gradual increase in impedance measurements over the past year from around 120 ohms to 140 ohms. Technical services (ts) recommended doing a max energy shock or to consider lead revision. This rv lead currently remains in service. No adverse patient effects were reported.